Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited noise, oversensing, pacing inhibition, and high out-of-range pacing impedance of greater than 2,500 ohms. A fracture on the conductor coil of the ra lead was suspected based on the clinical observations, but was not confirmed. The ra lead was surgically abandoned and replaced. The crt-d remains in service. No additional adverse patient effects were reported.